Event description:
Additional information received confirmed that as a resolution programming changes were made.

Event description:
It was reported that the patient presented with the pacemaker exhibited loss of capture due to under sensing and pseudo fusion. No resolution was performed. The patient condition was stable.